Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited inappropriate automatic mode switch (ams) due to intermittent atrial capture. Programming changes were performed to resolve the issue. There were no patient consequences.